Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was not accurately calculating the delivery of insulin. Reportedly, the patient¿s blood glucose (bg) levels were 316mg/dl to the 400mg/dl range with no indication of symptoms of hyperglycemia related to inaccurate delivery of insulin. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/24/2014 with the following findings: during investigation, the pump powered on with vibratory and audible sounds. During evaluation, the ¿ezprime¿ sequence, 24 hour duration test and delivery accuracy test were successfully completed. The pump was found to be delivering accurately and within required range. The total daily doses calculated correctly. Only typical usage was observed in alarm history. During testing, an ezcarb bolus with 50g carbs and I:c ratio at 1u:25g was performed; the pump correctly calculated at 2.0u bolus. An ezbg bolus was performed with settings: actual bg: 250, bg target: 120 and isf: 130mg/dl. The pump correctly calculated a 1.00u bolus. The bolus features were found to be calculating correctly. Unrelated to the complaint, the battery compartment was found to be cracked at the threads. There was visible corrosion in the battery compartment. The returned battery cap has no damage and was able to tighten to the pump securely. A leak test was performed and a leak was found in the battery compartment. The pump cover was removed and no evidence of internal moisture was observed on the internal components of the pump. The issue of inaccurate delivery was not able to be duplicated during investigation.